Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It was reported a patient developed a pressure sore, exposing the hardware and creating a port of entrance for infection. This is a non-sterile product related infection and is not considered a zb issue as it labeled as non-sterile and presumed to be sterilized and readied elsewhere; therefore, products are not identified as the source or contributing to the reported infection. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: item# 815037026; lot# unknown. Item# 815037028; lot# unknown; qty: (B)(4). Item# 816135046; lot# unknown; qty: (B)(4). Item# 816135046; lot# unknown. Item# 816135026; lot# unknown. Item# 816135028; lot# unknown. Item# 816135030; lot# unknown. Item# 816135050; lot# unknown. Item# 816211012; lot# unknown. Item# 131218026; lot# unknown. Item# 814027040; lot# unknown; qty: (B)(4). Item# 815037046; lot# unknown: qty: (B)(4). Item# 816135048; lot# unknown. Item# 816135016; lot# unknown. Item# 00483503401; lot# unknown. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: item#: unk 1.6 x 6in k-wire (x5); lot# unknown. Item#: unk 3.5 x 26mm biomet screw; lot#: unknown. Item#: unk 3.5 x 28mm biomet screw (x2); lot#: unknown. Item#: unk 3.5 x 46mm biomet screw (x2); lot#: unknown. Item#: unk 3.5 x 24mm biomet locking screw; lot#: unknown. Item#: unk 3.5 x 26mm biomet locking screw; lot#: unknown. Item#: unk 3.5 x 28mm biomet locking screw; lot#: unknown. Item#: unk 3.5 x 30mm biomet locking screw; lot#: unknown. Item#: unk 3.5 x 50mm biomet locking screw; lot#: unknown. Item#: unk biomet 12 hole left tibial dist medial plate; lot#: unknown. Item#: unk 3.5 x 26mm biomet screw; lot#: unknown. Item#: unk 2.7 x 40mm biomet trauma depuy screw; lot#: unknown. Item#: unk 3.5 x 46mm biomet trauma depuy screw; lot#: unknown. Item#: unk 3.5 x 48mm biomet trauma depuy screw; lot#: unknown. Item#: unk 3.5 x 16mm zimmer locking screw; lot#: unknown. Item#: unk 3.5 x 34mm zimmer screw; lot#: unknown. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient received an external fixator approximately two (2) years and seven (7) months ago following a motorcycle accident. Subsequently, the patient underwent an orif approximately two (2) weeks later to implant a trauma plate and screws. Approximately two (2) years and four (4) months post-implantation, the patient went to urgent care due to pain and a worsening sore on the heel. The patient later underwent an amputation two (2) days later for an infection.

Manufacturer narrative:
(B)(4). D6a: exact implant date unknown -(B)(6) 2021. D6b: exact revision date unknown - (B)(6) 2023. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial left ankle procedure approximately two (2) years and six (6) months ago. Subsequently, the patient experienced a sore on their heel approximately one (1) year ago. The sore progressed into an infection and the patient had a partial leg amputation approximately one (1) month ago. Attempts have been made and no further information has been provided.